Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2017, it was reported that the patient was unresponsive and their muscles were all "lacked up". The patient was brought to the ER around 7 am on (B)(6) 2017 in that condition. It was alleged that the pump was malfunctioning and it was requested that a manufacturer's representative be sent to check the pump. No pump alarms were heard. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's business partner on (B)(6) 2017. The hcp reported that they felt that the previously reported events had nothing to do with the pump at all and added that the patient just had a urinary tract infection (uti). No further information was provided.